Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The pressure relief valve was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a leak that prevented the use of low flow anesthesia. There was no reported patient injury.